Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection noted an arc mark on the back of the case.the seal plug is intact; however, the medical adhesive around the seal plug is damaged. All setscrews operated normally. A review of the device memory noted no resets, errors, or fault codes. Review of the recorded episodes found an episode which indicates a 3 ohms impedance during shock delivery. A commanded shock was attempted and a charge timeout occurred and no shock was delivered. This indicates internal damage to the device. The pulse generator case was removed fur further tesing and internal visual inspection noted electrical overstress damage which was caused when the device delivered a shock into a very low impedance condition. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that multiple alerts had been generated for this system including a long charge time and out of range shocking impedance measurements less than 20 ohms. X-ray identified the electrode had pulled all the way up into the pocket. A boston scientific technical services consultant discussed the clinical observations with the caller and recommended full system replacement. A revision procedure was performed and the system was explanted and replaced. No additional adverse patient effects were reported.